Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially hospitalized on (B)(6) 2022 for an unspecified reason. The hospitalization was unrelated to pd therapy or use of the liberty select cycler. During the hospitalization, the patient developed peritonitis. The pd effluent cultures were positive for corynebacterium minutissimum. The cause of the peritonitis was attributed to touch contamination. The patient was discharged on (B)(6) 2022. No information was provided related to the patient¿s antibiotic therapy during the hospitalization. The pdrn stated there as no issue with the cassette or liberty select cycler related to the peritonitis event. Subsequently, on (B)(6) 2022 the patient was re-admitted to the hospital due to worsening unspecified symptoms from the peritonitis. The patient was discharged on (B)(6) 2022. No additional hospital details were known. Once again on (B)(6) 2022 the patient was admitted due to complications from the peritonitis and discharged on (B)(6) 2022. Lastly, the patient was admitted on 13/sep/2022 and remained hospitalized. The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6) 2022. The patient transitioned to hemodialysis (hd). It is unknown if the patient will be able to return to pd therapy. The patient developed multiple abdominal adhesions from the peritonitis event. The doctors will have the patient rest for an unspecified period of time and then evaluate the patient to see if a return to pd therapy is feasible. The patient continues to complete hd therapy.